Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went for swimming and insulin pump was exposed to pool water and had blank display. The customer¿s blood glucose was 200 mg/dl at the time of the incident. The customer stated that they were unable to turn on insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.